Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not be pressed down. There was no reported patient injury. The procedure used a retrograde approach, and the device was used in an interventional procedure with hemostasis achieved by manual compression. The physician was certified to use the device. The femoral artery suitability was confirmed by angiography, including appropriate insertion angle and vessel diameter =5 mm, with no visible calcium or plaque, no nearby stent, no stenosis greater than 50%, no recent closure at the site, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the device to the vascular sheath introducer, and a non-cordis catheter sheath introducer was used. The deployment button was not fully depressed or flush against the handle. The device and sheath introducer were removed together approximately 1¿2 seconds after attempting deployment. Upon removal, the button could not be pressed, the plug did not fall out, was not partially deployed, and remained fully within the shaft. The indicator wire remained visible upon removal. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug of a 5f exoseal vascular closure device (vcd) could not be pressed down. There was no reported patient injury. The procedure used a retrograde approach, and the device was used in an interventional procedure with hemostasis achieved by manual compression. The physician was certified to use the device. The femoral artery suitability was confirmed by angiography, including appropriate insertion angle and vessel diameter =5 mm, with no visible calcium or plaque, no nearby stent, no stenosis greater than 50%, no recent closure at the site, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the device to the vascular sheath introducer, and a non-cordis catheter sheath introducer was used. The deployment button was not fully depressed or flush against the handle. The device and sheath introducer were removed together approximately 1¿2 seconds after attempting deployment. Upon removal, the button could not be pressed, the plug did not fall out, was not partially deployed, and remained fully within the shaft. The indicator wire remained visible upon removal. One non-sterile 5f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was in the locked position. The plug was observed in its manufactured position, and the indicator wire was fully deployed, with no abnormal conditions noted. A 5f non-cordis catheter sheath introducer (csi) was returned inserted in the received unit. The indicator window was observed in the black/white position. No additional anomalies were identified during this visual analysis. A deployment simulation evaluation was performed. The indicator wire was pulled to reach the black/black position in the indicator window; subsequently, the deployment lever was fully depressed, achieving the expected indicator wire retraction and plug deployment. The indicator window¿s black/white/red position was also obtained as expected. No anomalies were observed during this test, confirming that the deployment lever operated smoothly and correctly. A high-magnification microscopic evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.